Event description:
The customer reported that a weak sub group of a donor unit reached negative on the ortho provue analyzer and in manual gel test using mts a/b/d monoclonal grouping card lot # 090706053-06. The group a status of the donor unit was confirmed in tube method. Erroneous results were not reported, as the results did not match the donor's historical data and alternate method. Nevertheless, if this incident were to recur undetected, it may lead to erroneous results and possible transfusion of incompatible blood.

Manufacturer narrative:
Returned samples were not provided for additional investigation. Based on the available info and the results of the investigation, sample is most likely a weak subgroup of a reacting weakly in tube and negative with anti-a gel antisera. Incident is most likely sample related. Product labeling for the anti-a, anti-b, anti-a, b gel cards states that the anti-a and anti-b gel reagents may not detect some weak subgroups of the a and b antigens. The use of the anti-a, b card may better detect these weak antigens. The provue correctly interpreted the results in the anti-a microtube as negative, which was also confirmed by the manual gel test using the same lot of gel cards. Therefore, instrument malfunction could not be identified.